Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, at the beginning of the surgery, the 30-degree endoscope did not rotate as per the medical request, making it necessary to open a new product of the same type. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the issue occurred when the customer was starting the surgery after fitting the camera on the trocar before docking to the robot. The image was inverted. The endoscope did not move freely with uncontrolled motion. The issue did not involve a reversed control of the system arms. At the beginning of the surgery, the 30 optics did not rotate as requested by the doctor, so a new product of the same type had to be opened. This caused minutes of surgical delay, with no harm to the patient. It was unknown if the endoscope was in the up or down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. An indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope adapter/base was still engaged/in sync/attached. No damage was noted on the endoscope adapter/base. Prior to the event, the endoscope was not manually rotated 180 degrees. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. The endoscope was available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed.

Event description:
Refer to h10/h11 for follow-up information.